Manufacturer narrative:
(B)(4). One used set with no cap on dark blue connector and no cap on patient connector in reference to leak was received. Functionally hand tightened a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted that both of the occluder feet were broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. The complaint was confirmed in the lab for leak.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The root cause is undetermined.

Event description:
The liquid can not be stopped from coming out of the transfer set even if closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.